Event description:
Initially it was reported by an operating room coordinator that there was a handpiece issue. Add'l details were provided by the surgical technician who indicated that while the surgeon was performing an anterior vitrectomy procedure to address a posterior capsule hole on pt's right eye, there was too much infusion because she had not attached the irrigation cannula to the anterior vitrectomy probe. The initial surgery was not completed. The pt returned for add'l surgery with a renal surgeon who performed an anterior vitrectomy and sutured an intraocular lens implant. It is unk if the posterior capsule hole occurred during initial procedure or if it was preexisting. Add'l info has been requested.

Manufacturer narrative:
Add'l info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).